Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
20 indicated the patient's wife reported that the patient was having increased pain and not feeling well. The patient was managed by a pentec rep and hcp. When the rep read the pump/logs, it was indicated a pump stall occurred on (B)(6) 2018 then resumed that day. The patient had another stall on (B)(6) 2018 and the pump resumed within 12 hours. The pump stalled again on (B)(6) 2018 and was currently in a motor stall when the rep read the pump prior to the patient's surgery on (B)(6) 2018. It was noted that the patient was obviously not feeling well and had heard the pump alarms going on and off the last several days. The patient nor his wife could describe any environmental factors that would have contributed to the problem; only that the pump was getting old. The rep stated that when they interrogated the pump with a 8840 it read motor stall occurred. The logs showed several stalls. The rep became aware of the pump problem on that day ((B)(6) 2018). It was noted that the patient presented in the operating room (or) preoperative area to have the pump replaced. Surgical intervention occurred on (B)(6) 2018 as the pump was replaced. The patient's dose was decreased to 1 mg/day. It was indicated that the pump would be returned for analysis. It was noted that the issue was resolved at time of report and the patient's status at time of report was alive-no injury. The patient's weight was (B)(6). The patient's medical history was asked, and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (10 mg/ml at 4.003 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2018 at 15:17 and recovered on (B)(6) 2018 at 16:14. It was noted that the patient experienced withdrawal: nausea, vomiting, muscle spasms, and a return in pain. The caller stated that the patient had not had a magnetic resonance imaging performed and there were magnetic/electromagnetic sources present. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) that contradicted the previous reports of a motor stall. It was reported that no motor stall had occurred and that the patient had low elective replacement indicator. No further complications have been reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.